Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console showed an s3 alarm: "system alert". It was not connected to a patient and was just switched on to set up the temporary right ventricular assist device (rvad) circuit. Another unit was used to assist the patient. The alarm acknowledge button was pressed but the alarm did not resolve. The console was rebooted and the motor cable and flow probe cable were disconnected and reconnected. The alarm resolved and the console was working as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was not confirmed. The centrimag console (serial number (B)(6)) was not returned for analysis, and no log files were associated with the event. Available information indicates that the alarm resolved after the system was rebooted and after the motor cable and flow probe were disconnected and reconnected; available information also indicates that the console was retained by the customer and that the console is now working as expected. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.